Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicates apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was placed in the his bundle and thresholds have always been high. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.